Event description:
A 6f angio-seal sts was deployed following a diagnostic procedure. Hemostasis was achieved immediately, and the patient was discharged later that afternoon. The next day the patient was hanging towels and felt something warm in the patient's groin. The patient noticed a raised area in the groin and presented to the ER, where a golf ball-sized hematoma was compressed successfully. An ultrasound was performed with negative results. The patient was discharged with no complications.